Event description:
The customer reported to olympus that during reprocessing the evis lucera gastrointestinal videoscope, channel was blocked. Upon inspection and testing of the customer returned device, it was observed foreign material was observed in the connector. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection reported event was confirmed. It was also noted the light guide (lg) adhesive is worn, the glass is chipped, the distal end cap worn, distal end adhesive lifting, insertion tube (it) is peeling, insertion tube damage, aspiration housing ring damaged, distal end of the device label is loose, objective lens is scratched. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due inappropriate or insufficient reprocessing methods or handling. The event can be detected by following the instructions for use (IFU) which state: operation manual preparation and inspection: inspection of the endoscope ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. IFU states on reprocessing of the a/w nozzle¿channel as follows. Reprocessing manual precleaning the endoscope and accessories: ¿flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.¿ ¿manually cleaning the endoscope and accessories¿ ¿clean the external surface clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution.¿ ¿with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned¿ ¿flushing detergent solution into the air/water channel": olympus will continue to monitor field performance for this device.